Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the segment fluid damage, the control body fluid damage, the insertion flexible tube (ift) buckled, the light guide cable buckled, the segment disconnected segment clip, the segment partial cut or partial disconnection of steel braid , the operation channel leakage, the objective lens unit scratched, and the u/d pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the nozzle falls. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.